Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was found to be senile disease. It was reported that during hospitalization for an unrelated reason, intermittent pacing failure and "poor" thresholds were noted on the implantable pulse generator (ipg) during a device check. It was noted ventricular capture management (vcm) had not operated properly and (vcm) was conducted manually however the process did not complete. A possible "bug" of the device was noted. The ipg was reprogrammed.